Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected. Reportedly, the customer replaced the infusion tubing and resumed insulin delivery. The customer's blood glucose level was 576 mg/dl. Bg was addressed via a manual injection.